Event description:
It was reported that the atrial lead exhibited a loss of capture at maximum outputs, and the left ventricular (lv) lead exhibited intermittent capture. The leads will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg, implantable defibrillator, (B)(6) 2011; 6947, implantable tachy lead, (B)(6) 2011. (B)(4).